Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high. Out-of-range pacing left ventricular (lv) pacing impedance measurement of greater than 3000 ohms. The device was re-programmed to a new vector. At this this time, the device and non-boston scientific lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).